Event description:
During device evaluation, the baxter service technician reported that an infusor pump experienced a constant alarm when attempting to run the device. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. Visual inspection and functional tests were performed. Device evaluation found and confirmed the condition of a constant alarm and determined the root cause to be a damaged motor. The motor was replaced to repair the condition. The device met specifications for the reported condition. A follow up report will be submitted if additional information becomes available.